Event description:
It was reported the implant collar fractured due to bruxism and was removed. Patient will have to wait 2 months for healing before placing a new one.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) xifnt413, (osseotite tapered certain implant 4 x 13mm) and one (1) unknown biomet screw for evaluation. Visual evaluation was performed and identified bone debris on external threads. Implant was fractured at the collar. Also, a screw was identified inside the implant. DHR review was completed for the subject lot number 2022040392. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022040392 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture: implant and fracture: screw¿ DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown biomet screw] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was overloading/over torquing that exceeded recommended loading values. Therefore, based on the available information, a device malfunction did occur. The implant was fractured with fractured screw inside. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.